Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training an ilet pump displayed repeated alert 39 indicating an insulin shaft encoder failure and would not allow a rewind, instructing to clear the alert first; device resets and restarts did not resolve the malfunction, and a replacement ilet was provided for continued training use. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. The device was returned for evaluation. Preliminary investigation of this case revealed a persistent insulin delivery mechanism fault consistent with a shaft encoder failure within the pump assembly, preventing normal operation. The complaint was confirmed through duplication testing with alert 39 being annunciated after consecutive motor movement failures. A reflow of the motor control unit's solder was able to resolve the issue and return the device to functional conditions.